Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 - october 26, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The expected therapy time was 48 hours, however, after the expected infusion time an unspecified volume of solution remained in the device. The device was filled with 3500mg fluorouracil diluted in 173ml of 0.9% sodium chloride (nacl) for a total volume of 243ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.